Event description:
Patient received stage one of a two stage revision to treat infection. Doi: (B)(6) 2016. Dor:(B)(6) 2022. Left hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update (B)(6) 2022. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : there is no allegation associated with this product. The reason for revision is not known. A complaint database search and/or device manufacturing (mre) review will not be performed even when lot information is known.